Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device switches off. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated and failed functionality testing. The unit powered on and off using both battery and ac power; however a fault code 13 watchdog alarm triggers after boot up. The device was still on, but the display powers off and only the feedback led flashes red along with the speaker alarm. The loose flex cable causes the watchdog to trigger after boot up. The flex cable was reconnected properly and the device is able to power on and function as intended. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device switches off. No consequences or impact to patient were reported.